Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt had no ill effects and completed treatment manually. Effluent remained clear. The used cassette was returned for evaluation.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation. This report is associated with MDR 803665-2014-00319.